Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a crossover circuit fault. The customer reported patient involvement with no harm to the patient.